Event description:
During continuous renal replacement therapy, a patient sustained a blood loss of approximately 608 ml over a five hour period when the contents of four prismaflex m100 filter sets were not returned due to the filter clotting. The nurse reported that immediately upon initiating treatment with each one of the filter sets, the prismaflex generated the "access extremely negative" alarms. The patient's access site was changed but the machine continued to generate the "access extremely negative" alarm. The prismaflex was not inspected and the prismaflex filter sets were discarded and not available for inspection.

Manufacturer narrative:
The prismaflex device used for the reported event was not inspected. The serial number on the prismaflex machine was not provided so no review of records related to this machine has been performed.